Event description:
Per the clinic, the patient underwent a procedure to have the internal magnet removed prior to MRI (date not reported); resulting in reported pain with scabbing at magnet/coil site. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed december 12, 2013.